Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no damage was observed on the sensor patch. Attempts to scan the sensor with evm (evaluation module) was unsuccessful. The evm was reset and again scanned, but it was unsuccessful. An extended investigation was also performed and did not observe and evidence of damage or misuse. Attempted to extract data and extraction was unsuccessful. Asic(application specific integrated circuit) was unresponsive. Sensor was de-cased and corrosion was observed on pcba(printed circuit board assembly). The corrosion was cleaned off the pcba, and the sensor was performed communication and data was extracted. Sensor was found to be in sensor state 6 (abnormal termination). Sensor was reprogrammed and linearity test passed indicating the electronics are working as intended and accuracy is within specification after cleaning the corrosion. Since linearity could not be performed prior to cleaning corrosion, pqe(product quality engineering group) could not confirm evidence of a reading issue. Adc was therefore unable to perform further testing related to the high readings issue reported by the customer. Section h6 (investigation findings) code 4247 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Section d-4 (expiration date has been updated) section g-1 (contact office first name, contact office last name, contact office e-mail) have been updated sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no damage was observed on the sensor patch. Attempts to scan the sensor were unsuccessful. An extended investigation was also performed. Data extraction was unsuccessful. The (asic) application-specific integrated chip was unresponsive. The sensor was de-cased and corrosion on the pcba (printed circuit board assembly) was observed. After cleaning the corrosion off of the pcba, the sensor was able to communicate and data was extracted. The sensor was found to be in state 6 (indicating abnormal termination) with an internally logged event (event 21, indicating a brownout reset event internally logged). Sensor was reprogrammed and linearity testing was performed. Linearity testing passed, indicating the electronics were working as intended and accuracy was within specification. Contamination can lead to the puck not communicating, software corruptions, erroneous readings, and other failure events. Therefore this issue is confirmed.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.